Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump was hot to the touch after the patient had fallen on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/27/2013 with the following findings: the pump was powered on and the display was found to be blank. During testing, the pump was exercised and began to get warm. The current draw was found to not be within specifications. The pump was opened and the display screen was found to be cracked. A test display was inserted and exercised for one hour with no overheating or alarms occurring. Current draws returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.